Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device exhibited a light guide cable connection failure serial number engraving can be removed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5, and d2a (common device name) to rigid optical laparoscope. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the reported event is most likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid optical laparoscope had a light guide cable connection failure. The issue was found during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.